Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer, but the evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The software needs upgraded to address the issue.